Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log showed that at 9:37 pm on (B)(6) 2016 a secondary infusion of potassium chloride central 10meq/100ml was programmed to infuse at 100ml/hr for 1 hour . At 9:50 pm, the infusion was paused and the device was subsequently removed from the system. The secondary volume recorded as being infused during this period was 21.612ml. The starting volume of the fluid container cannot be determined from the event log. Functional testing found the pump module to be delivering fluid within specification. The root cause of the overinfusion was not identified. The primary and secondary sets were not returned for evaluation.

Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Event description:
The customer reported that an rn programmed the pump to infuse potassium over 1 hour when after 10 minutes the bag was noted to be depleted. Biomed tested the pump for rate accuracy and it was within specifications. There was no patient harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.